Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes >7.5 v capture thresholds, <2.1 mv sensing thresholds and lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received